Event description:
The customer reported that after powering on the device, the display was blank. We are considering this as a malfunction based on the customer report only. This investigation remains open.

Manufacturer narrative:
(B)(4). This customer reported that after powering on the device, the display was blank. We are considering this as a malfunction based on the customer report only. This investigation remains open. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.